Event description:
Port a cath was placed in patient 5/19/92. Port a cath was removed 4/19/93. Vital port cath was placed on 5/11/94. X-ray done after placement revealed that the catheter tip form the port a cath was lodged in right ventricle. It ws confirmed by comparing old films and new films. Patient was referred to a cardiologiest for consultation on whether tip should be removed. Unknown what casued tip to fracture.